Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium where hemostatic valve dysfunction occurred. It was reported that after first opening and connecting the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, it was noticed that the hemostatic valve was not functioning properly, as it was leaking back. The vizigo sheath was replaced and the issue was resolved. Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. This finding was assessed as MDR reportable and consistent with the initially reported device issue. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001326 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. Corrections: the patient underwent an atrial fibrillation (afib) procedure. This was inadvertently omitted in the 3500a initial medwatch report. The d11. Concomitant med products were inadvertently omitted from the 3500a initial medwatch report. They have now been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 8/14/2020, the bwi product analysis lab (pal) received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium where hemostatic valve dysfunction occurred. It was reported that after first opening and connecting the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, it was noticed that the hemostatic valve was not functioning properly, as it was leaking back. The vizigo sheath was replaced and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The sheath has been determined to be the root cause of the complaint reported. The procedure was continued. There was no report of patient consequence nor extended hospitalization. The hemostatic valve was not functioning. Blood was leaking through the valve. No air was introduced or damage done to the patient.